Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). When a guidewire was advanced into the left atrium, a mobile thrombus was observed with part of it on the guidewire via transesophageal echocardiogram (tee). Upon advancing the was, the guidewire moved from the left atrium to the right atrium. Following the interatrial wire movement, the thrombus was no longer visible. Once the laa closure procedure was completed, the patient underwent an angiogram which revealed no presence of thrombus. During recovery, the patient underwent a neurological exam. Clinical evaluations and procedural imaging presented no evidence of an embolic event. The patient was discharged one day post index procedure.